Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. 510k: this report is for an unk - end caps: tfna/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Initial reporter: reporter is lawyer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 the patient underwent implants removal of synthes tfn and conversion of left tfn to arthroplasty hip replacement (competitor) from the patient for unknown reason. It was unknown if there was any surgical delay. It was unknown if the surgery was successfully completed or not. It was unknown if any fragments were generated. This complaint involves four (4) devices. This report is for one (1) unk - end caps: tfna this is report 1 of 4 for complaint (B)(4).